Manufacturer narrative:
Investigation into this complaint included a customer data review and a quality data review. The results of the investigation are summarized as follows: customer data review: the complaint ticket reported weak false positive results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 409383. Customer data review confirms this observation. Quality data review: CAPA / non-conformance review: a CAPA review was performed to identify any records that were related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 409383 and its components. The CAPA review identified one nonconformance documenting the same issue of producing an elevated rate of reactive negative controls (negative control is reactive) and discrepant results for the respiratory syncytial virus (rsv) and flu b analyte with the same lot as reported in this investigation. Complaint ticket was dispositioned as confirmed. Field action fa-am-apr2025-307 was issued on april 28, 2025, to inform customers that abbott has received reports of an increase in reactive negative controls and false positive results, with alinity m resp-4-plex amp kit, list number 09n79-090 lot numbers 409383, 410627, and 411921, and list 09n79-096 lot number 409384 on the alinity m system. Specifically, an increase in the amount of reactive negative controls and false positive results have been reported for the respiratory syncytial virus (rsv) and influenza b virus (flu b) and targets. Based on internal evaluation, false positive results and reactive negative controls manifest as a weak signal with a late cycle number for these targets. Internal evaluation has not shown impact to influenza a virus (flu a) and sars targets. There is a potential for delayed results and false positive results for rsv and flu b when using these lots. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. For incorrect rsv and flub results on the alinity m resp-4-plex assay, associated severity is moderate. The following mdrs were also reported as related to fa-am-apr2025-307: 3005248192-2025-00064 follow up report 1, 3005248192-2025-00075 follow up report 1, 3005248192-2025-00143, 3005248192-2025-00144, 3005248192-2025-00145, 3005248192-2025-00146, 3005248192-2025-00147, 3005248192-2025-00148, 3005248192-2025-00149, 3005248192-2025-00150, 3005248192-2025-00151, 3005248192-2025-00152, 3005248192-2025-00153, 3005248192-2025-00010 follow up report 1, 3005248192-2025-00046 follow up report 1, 3005248192-2025-00032 follow up report 1, 3005248192-2025-00081 follow up report 1, 3005248192-2025-00082 follow up report 1, 3005248192-2025-00083 follow up report 1, 3005248192-2025-00084 follow up report 1, 3005248192-2025-00085 follow up report 1, 3005248192-2025-00094 follow up report 1, 3005248192-2025-00095 follow up report 1, 3005248192-2025-00096 follow up report 1, 3005248192-2025-00097 follow up report 1, 3005248192-2025-00098 follow up report 1, 3005248192-2025-00048 follow up report 1, 3005248192-2025-00049 follow up report 1, 3005248192-2025-00050 follow up report 1, 3005248192-2025-00051 follow up report 1, 3005248192-2025-00052 follow report 1, 3005248192-2025-00053 follow report 1, 3005248192-2025-00016 follow up report 1, 3005248192-2025-00017 follow up report 1, 3005248192-2025-00018 follow up report 1, 3005248192-2025-00019 follow up report 1, 3005248192-2025-00020 follow up report 1, 3005248192-2025-00021 follow up report 1, 3005248192-2025-00022 follow up report 1, 3005248192-2025-00023 follow up report 1, 3005248192-2025-00024 follow up report 1, 3005248192-2025-00025 follow up report 1, 3005248192-2025-00026 follow up report 1, 3005248192-2025-00027 follow up report 1, 3005248192-2025-00028 follow up report 1, 3005248192-2025-00042 follow up report 1, 3005248192-2025-00078 follow up report 1, 3005248192-2025-00079 follow up report 1, 3005248192-2025-00080 follow up report 1, 3005248192-2025-00139 follow up report 1, 3005248192-2025-00140 follow up report 1, 3005248192-2025-00141 follow up report 1.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number: 09n79-090, which is the same/ similar to the alinity m resp-4-plex assay, list number: 09n79-096, which received FDA eua approval. Additional mdrs submitted for additional run dates: 3005248192-2025-00139, 3005248192-2025-00140, 3005248192-2025-00141.

Event description:
Customer observed positive results with high cycle threshold values for the rsv target, when running the alinity m resp-4-plex assay, which were not consistent with the patient history. Customer considers these false detected results. Customer also commented that rsv negative control was reactive twice during march. Below is a list of impacted samples: sampled: run date: target response error code: (B)(6), on (B)(6)_ 2025, 38.66. Samples were inactivated using lysis reagent. The aliquot was run the same day it was collected. Positive results were not reported. Customer reported all the samples as not detected as internally the customer uses the cut off of 35-36 cycle threshold (CT) for the rsv assay. Patients did not suffer any delay on the treatment or impact. Technical application specialist (tas) analyzed curves and workflow of samples. There is no pattern of pipettor, amp detect unit (adu) or reagent lot number. Customer runs controls at least 3 times per week. Tas recommended to perform a cleaning of sample prep area, perform weekly and monthly maintenance on the alinity m system, to repeat controls and to run some water samples. The samples reported as discrepant were not repeated using other technology, customer released these results as negative using their internal cutoff. There was no report of impact to patient management. Additional mdrs for additional run dates will be submitted: 3005248192-2025-00139, 3005248192-2025-00140 and 3005248192-2025-00141.